Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's wife reported that the customer had a low blood glucose on the morning of (B)(6) 2024. Paramedics were called for a low blood glucose of 64mg/dl. The low was treated with a big glass of orange juice and a sandwich. Troubleshooting was done for the low. Pump was used within 48 hours of the low. Per caller, smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 64 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-396a, mmt-332a, mmt-7040a, mmt-1884l. Customer was using the auto mode/smart guard feature at the time of the event. Cust is requesting assistance with entering auto basal. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer does not believe the pump is over delivering. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884l.